Event description:
The physician had already successfully detached two coils in the aneurysm in the cavernous segment of the internal carotid artery using a double catheter technique. As the physician advanced the subject device through the 90 degree microcatheter, resistance was encountered along with tension in the microcatheter. The physician attempted to remove the device, but encountered resistance and the physician "suspected knot formation". As the microcatheter and coil were being withdrawn as one unit, the resistance "suddenly disappeared" and the physician believed the device had either broken or stretched. A goose neck snare was used to retrieve the coil. It was noted that the coil had detached from the detachment zone. There was no clinical consequence to the patient.